Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was making noise while delivering insulin. The customer's blood glucose level was 300 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected clicking sound during our testing. The insulin flow blocked alarm functioned properly also, the no delivery alarm feature is not available on this insulin pump. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.